Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(6) 2011, device rrt<=2.6251 volt. Weekly battery voltage log data shows min bat=2.629 to 2.616 volts minimum between (B)(6) 2011 and (B)(6) 2011. 2 - patient alerts for low battery voltage on (B)(6) 2011 02:15:00 and (B)(6) 2011 02:15:00. Upon analysis, normal battery depletion was found.